Event description:
While stimulating the right s1 nerve root on the baseline emg, the computer "kicked the tech out" and an undetermined amount of stimulation was given to the right s1 nerve root. A continuous spontaneous firing occurred to the s1 nerve root. The machine was taken out of service by the tech.